Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6)); implant date n/a; explant date n/a, section d references the main component of the system. Other medical products in use during the event include: sw kit 9735740 stealth s8 spine software version: 2.1.0. H3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to functioning as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in a spinal procedure. It was reported that during surgery, the site noticed that several instrument were off. There was no delay to procedure, and no reported impact to patient outcome. The inaccuracy was 2mm medial.

Manufacturer narrative:
H3, h6: analysis was performed for product: 9735740, software version: 2.1.0. It was reported that logs/exams were not available. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19 and d15 are applicable to this. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.